Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose was 8 mmol/l at the time of the incident. The customer stated that the pump was continuously saying fill tubing and change reservoir and the troubleshooting was performed but the pump kept going back and rewinds again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Prime or fill anomaly not confirmed.